Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Kinks were observed in the sheath assembly at 6.7cm, 16.4cm and 17.8cm from femoral marker at the proximal end and 28.6cm at the distal tip end. The returned sheath assembly was broken off and missing parts approximately 17.5cm long. The male/female luer connection was disconnected and the imaging core was outside of the sheath assembly. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck inside the stent. The 75% stenosed target lesion was located in the mildly calcified lesion and moderately tortuous left circumflex artery (lcx). A non-bsc 3.5x33mm stent was deployed at the main lcx across the branch/bifurcation (crossover technique). They attempted to advance atlantis sr pro² imaging catheter into the branch and the catheter was stuck in stent. The physician obtained additional access via leg and inflated a balloon catheter to release the imaging catheter and it was successfully removed from the patient. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that during a percutaneous coronary intervention an ivus catheter was stuck inside the stent. The 75% stenosed target lesion was located in the mildly calcified lesion and moderately tortuous left circumflex artery (lcx). A non-bsc 3.5x33mm stent was deployed at the main lcx across the branch/bifurcation (crossover technique). They attempted to advance atlantis sr pro² imaging catheter into the branch and the catheter was stuck in stent. The physician obtained additional access via leg and inflated a balloon catheter to release the imaging catheter and it was successfully removed from the patient. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).